Manufacturer narrative:
No unexpected alarms noted during testing. Unit passed pump self test, off no power, displacement, rewind, basic occlusion test, prime, occlusion test and excessive no delivery, stop (idle) current test and run current test were in specification. Constant restart alarms after battery changes due to faulty interface board noted. Intermittent motor error alarms noted during rewind due to moisture damage on motor home switch noted. Unit received with cracked battery tube threads noted. Minor scratches on lcd window, cracked lcdwindow, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window, moisture damage on all electronic assemblies. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the main part of the battery compartment is cracked. Customer's blood glucose was unknown at the time of incident. No further details given.